Event description:
Related manufacturer reference number: 2017865-2022-17306. It was reported that the patient presented to a scheduled procedure. During the implant procedure, the catheter could not be advanced smoothly through the left ventricular lead. The physician suspected that the catheter was bent. While attempting to implant the left ventricular lead, the lead exhibited high threshold and failure to capture. The left ventricular lead implant was abandoned as the patient developed coronary sinus dissection during the procedure. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of insertion difficulty was not confirmed. As received, a partially split catheter without its hemostasis valve was returned for analysis. Due to the missing hemostasis valve and damaged catheter, an insertion test could not be performed. All damages found were consistent with procedural damage.